Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient ins had worked itself up to the surface and its itching and it like it is working itself out. There was no falls, trauma related to this issue as well as no positional movement. Patient was advised to follow up with their health care professional. No further complications were noted or anticipated